Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced muscle strain ("all my muscles got pulled"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and muscle strain outcome was unknown. The reporter considered medical device removal and muscle strain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received, insertion date updated, medical device removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure device identified.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, chronic abdominal pain, adenomyosis, uterine fibroids, menorrhagia, appendicitis, endometriosis externa, pelvic adhesions, bloody stool, colonoscopy, pelvic pain female and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), muscle strain ("all my muscles got pulled"), pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with left salpingectomy.). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, muscle strain, pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, muscle strain and pelvic pain to be related to essure. The reporter commented: discrepancy noted : essure insertion date as per mr is (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: impression: good placement. Study documented bilateral essure stent tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 5-jan-2021: mr received: " previously reported event medical device removal replaced with no essure device identified." Reporter, medical history, essure removal date, lab test and rcc added. New event added: dysmenorrhoea and pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.